Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. It was suspected that the lead was rubbing against the previously capped associated lead. The lead was explanted and replaced. No patient symptoms were reported.